Manufacturer narrative:
Product event summary: analysis found that the sensitive function did not work intermittently, two knobs were broken and the keyboard did not work. The price quotation for repair was rejected by the customer, so the customer asked for the device to be returned unrepaired. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg) was unable to power on. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.